Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were on a flight when they received a stuck button alarm. The customer¿s blood glucose during the incident was around 130 mg/dl to 250 mg/dl. The customer treated with a bolus. Troubleshooting was performed. The customer inserted a new battery. They were able to clear the alarm. However, they received a battery failed alarm. There was no clear indication that the battery failed alarm was cleared. The insulin pump will not be returned for analysis.